Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of a device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic bariatric procedure. The stapler loaded but would not fire. From looking at the pusher bars, it appears that the staple load was fully fired. There was a problem unloading the device. Stapler was fully fired but in the articulated position when trying to remove the staple load. In order to resolve the issue and complete the case, opened a new manual stapling handle. There was no patient harm. The patient status is alive, no injury.